Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received keypad anomaly as well as unexpected restart and a cold reset was performed alarm. Customer¿s blood glucose level was 121 mg/dl. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer able to complete rewind. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and did not receiving another insulin pump error alarm after a battery change. Troubleshooting was performed. The device will not be returned for analysis.